Event description:
Caller reported an issue with incorrect time settings on the device. A malfunction or discrepancy of more than five minutes was noted, but blood glucose levels remained within the normal range. Technical support assisted in updating the pump's time and advised monitoring for any recurring discrepancies. Caller acknowledged the guidance and agreed to follow up if needed.